Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the external device displayed ipg replacement indicator. Company representative confirmed that ipg was inoperable. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post -operatively.